Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings:a review of the pump black box data indicated multiple low battery warnings associated with the same battery, as well as evidence of a partially discharged battery installation. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life significantly decreased. The battery was replaced following all low battery warnings, and no unconfirmed alarms were reported. The device history recorded a low battery warning with code 177. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.